Manufacturer narrative:
Page 11 of the operation's manual states the following: operation of the pneumatic fowler is a manual procedure. Use caution when raising the fowler while a pt is on the stretcher. Use proper lifting techniques and get add'l assistance, if necessary. Failure to use proper lifting techniques could cause injury to the operator.

Event description:
It was reported to the field service tech, a care-giver has developed elbow tendonitis after using the stretcher over the past 8 months. The care-giver alleges the fowler gas cylinders do not assist in raising or lowering the pts enough.